Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29873. During a follow-up, there was far r-wave oversensing on the atrial channel that resulted in automatic mode switching and a loss of atrial pacing. No intervention was performed and the patient was stable and will continue to be monitored.